Event description:
It was reported that the patient turned her stimulation to 0 for an unrelated MRI of the heart. When the patient went to increase it back up, she got a call your doctor message. Patient service described the message as the low battery screen. The patient tried to increase to 7.9v on that day and the stimulation did not increase past 2.4v. The device did not have an oor screen so patient services could not confirm that it caused the inability to increase past 2.4v. No outcome was reported regarding this event. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Event description:
Additional information received noted that the patient did not have concerns with their device or therapy. The patient noted they were going to need other battery. It was also noted that the patient was having concerns regarding their device or therapy but was working with their physician or the manufacturer's representative. Doctor appointment was noted as (B)(6), 2015.

Manufacturer narrative:
Concomitant medical products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3889-28, lot# j0421470v, implanted: (B)(6) 2004, product type: lead. (B)(4).